Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number : 5085168, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a lead implant procedure the patients dura was punctured. The patient was given a blood patch and was doing well. The procedure was aborted after multiple attempts due to patients sensitivity.